Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the bipolar activated at unintended timing, also it did not react at intended timing. The condition was the same even the footswitch was replaced. When another device was used, it could activate without problem. The event occurred in use for patient. There was no patient harm.